Event description:
It was reported the patient¿s implantable neurostimulator (ins) adaptive stimulation (as) feature did not sense when the patient was sitting upright. It was also reported the ins was defaulting to the wrong upright voltage. It was stated the ins indicated the patient was mobile while they were lying. The patient reported the event was not a ¿big deal.¿ it was noted everything else was working fine for the patient. Additional information reported the patient¿s ins detected the patient was lying while the patient was driving different vehicles or synchronizing their device. It was noted the patient was scheduled to meet with a manufacturer representative five days after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).